Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red, itchy rash under the front therapy electrode. The patient visited a dermatologist and received a lotion called vobaderm. During a follow up call, the patient reported that after using the lotion and ending use of the lifevest, the irritation improved. There was no allegation that a device malfunction caused or contributed to the reported irritation.